Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. H10 additional narrative: corrected: h5.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical record received and claim letter received. After review of medical record, patient was revised to address periprosthetic osteolysis, altr and trunnions. Revision notes stated that the scarred thickened capsule was partially excised and further released. Fairly limited amount of benign appearing joint fluid was identified once the capsule was incised. The metal prosthetic head was disimpaction revealing obvious black corrosion material from trunnions the trunnion and the inside surface of the head taper. Remaining debris was removed. Metal acetabular liner with numerous, probably approximately 200 mallet blows on the periphery of the acetabular shell. Backside of the liner and inside surface of the acetabular component were not structurally involved but there was a thin black stained fibrinous membrane that had formed behind the liner which was removed. The 2 acetabular screws were explanted. Patient had elevated metal ion and metallosis. Claim letter alleges pain, discomfort and lack of mobility from the affected hip. Laboratory result stated synovitis and heterotopic ossification. Doi: aug 17, 2005 - dor: sep 25, 2019 (right hip).